Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video-assisted thoracoscopic surgery the device would not fire, due to empyema thoracis, lung was hard. At the 2nd firing, the surgeon articulated the jaws and tried to fire the device, however could not fire it. Replaced by new reload, and the firing was successful. At the 3rd firing, the surgeon tried to fire the device, however could not fire it. Replaced by new reload, and the firing was successful. There was no patient injury.